Event description:
It was reported that a pump's calibration failed. There was no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device: is unknown. No information has been provided to date.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found a missing tamper seal. There was no evidence of the error, or the reported problem recorded in event history log. The customer reported problem was not verified/duplicated. During the investigation, both the upstream sensor and downstream sensor calibrated with no issue. Removal of the downstream sensor seal however revealed a scratch across the top of the sensor and excessive use of loctite was observed. The scratched downstream occlusion sensor was found to be the cause of the reported problem. No issues were found with upstream occlusion sensor. For corrective action, the downstream occlusion sensor was replaced. The root cause of the reported problem was unknown. This device did require rework during manufacturing for latch/lock status issues. The latch/lock flex and keypad were replaced. This repair should not result in the customer complaint and and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously., corrected data: correction: h4: mfg. Date. 16-nov-2021

Manufacturer narrative:
Other text: b5: additional information received on 06-sep-2022 via email and attached in complaint object: there was no patient or technician involvement was indicated at the time the pump was received at our facility for repair. All issues found with this device were found during testing at our facility. H6: event problem and evaluation codes: updated h10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 2120.